Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, the customer had eaten pizza which they attributed to their elevated bg levels. It was indicated that a correction bolus would be delivered to address bg levels.